Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 404 mg/dl, at the time of incidence. Customer was treated with manual injection. The insulin pump was off. Customer reported damaged to the battery compartment. There was no damage to the retainer ring. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Pump received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.